Event description:
In addition to (B)(4), customer has ten more chair with the same issue, no serial numbers available yet. Customer states the wheel locks on these chairs with the special (B)(4) have the clamp on wheel locks, and that this style of wheel lock is bending. He was calling to inquire about putting pivot/link style wheel locks on the chairs. Investigating with specials at invamex to see if this will be effective.